Event description:
It was reported that the vns patient had been seizure-free following initial implant of the device on (B)(6) 2014 when she experienced two seizures in one day. The patient¿s device settings were subsequently adjusted and the patient was doing well until having a severe seizure on (B)(6) 2015. Prior to implant, the patient had a couple seizure clusters each month. When the patient was seen in (B)(6) 2014, it was noted that there was a slight bulge in the patient¿s skin at the lead incision site. Approximately two months ago, the patient¿s parents noticed that the bulge was more noticeable. The patient¿s device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance (dcdc ¿ 7). X-rays were taken and were reported by the physician to be unremarkable. The patient underwent lead replacement surgery on (B)(6) 2015. The bulge was found to be the result of protrusion of the lead anchor tether and a tie-down. When opening the lead incision, the surgeon found that the lead anchor tether had detached from the patient¿s nerve and was surrounded by scar tissue. The lead was replaced and system diagnostic results with the replacement lead and generator showed lead impedance within normal limits (dcdc ¿ 2). Patient manipulation is not believed to have caused or contributed to the events; however, it was reported that the patient experienced falls when she had the previously mentioned seizures. The explanted lead has not been returned to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.